Event description:
It was reported that during the use of the maryland xp inline sealer/divider 37 cm, there was an energy activation/sealing issue, specifically inadequate or partial sealing. Despite of no regrasp alert but with evidence of energy delivery and end tones being heard. The device was plugged into a generator and another ligasure device was used successfully with the same generator. The issue occurred during the first seal on fat tissue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.